Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation eval: we could not conduct a complete investigation because the product said to be involved was not returned for eval. We can report that excessive time and temperature during autoclave can cause damage to the outer sheath, such as a hole or split. The instructions for use specify the autoclave parameters as 270 degree f for 5 minutes. This device is not recommended for use with gas sterilization. Prior to distribution, all hot maxx forceps are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the sheath of the hot maxx biopsy forceps without spike broke completely in two about half way down the length of the sheath. Another device was used to complete the procedure. The reporter indicated the physician has used our devices for years and this is the first time this has occurred. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.